Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and the patient subsequently died. The cause of the peritonitis was not reported. On an unreported date, the patient went to the emergency room and worsened. On an unreported date, the patient was hospitalized for peritonitis. Treatment details were not reported. On an unreported date, the patient was switched from peritoneal dialysis therapy to hemodialysis. Nine days prior to the receipt of this report, the patient died. The cause of death was reported as an infection (not further specified). It was not reported if an autopsy was performed. No additional information is available.